Event description:
It was reported that this pacemaker triggered a code 1003, indicating the voltage is too low for the projected remaining capacity. There was a suspicion that the device exhibited premature battery depletion (pbd). The device is scheduled to be explanted. No adverse patient effects were reported.additional information received indicates that the device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker triggered a code 1003, indicating the voltage is too low for the projected remaining capacity. There was a suspicion that the device exhibited premature battery depletion (pbd). The device is scheduled to be explanted. No adverse patient effects were reported.